Manufacturer narrative:
During a follow - up with the user facility, it was confirmed that: the reported issue was uncovered after the intended procedure. The intended procedure was for a diagnostic upper gastrointestinal endoscopy. The intended procedure was completed with the same device with no delay. Sections b3 and the ¿concomitant medical products¿ have been updated to reflect the information provided by the customer. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined however, it is assumed that the cleaning brush fell off because some load was applied to the cleaning brush and the joint between the brush and the shaft was destroyed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that a brush came out of the light guide connector due to handling. Upon further inspection, it was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the scope connector had discoloration due to chemical stress during reprocessing or handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: the grip, universal cord, scope connector, lock engagement lever knob and on the connecting tube. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer submerges the endoscope in cleaning fluid. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope had a brush tip that remained. There was no patient/user harm or injury reported due to the event.